Event description:
Boston scientific received information that pacing impedance measurements on this right atrial (ra) lead and associated pacemaker were low and out of range, triggering a mode switch. No noise was noted on the electrogram. No adverse patient effects were reported. This lead remains in service.